Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and (remained implanted in the patient / was discarded); therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and began duopa therapy on (B)(6) 2013. On (B)(6) 2019, it was reported that the patient was diagnosed with a buried bumper. The gastroenterologist replaced the peg tube at another location in the stomach due to the buried bumper.